Manufacturer narrative:
(B)(4). D10. Metasulâ® duromâ®, component for acetabulum, uncemented, 54/ã¸ 48, code n item# 0100214054 lot# 2305256. Antibiotic simplex cement howmedica item# unknown lot# unknown. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per global complaint trending process in order to identify potential adverse trends. Medical records were provided and reviewed. The review identified that the index right hip surgery was performed on (B)(6) 2006 as a hip resurfacing procedure, with no intraoperative complications reported. During clinical and imaging follow-up, the patient was documented as having a stable course, including radiographs reported as without abnormalities prior to revision. Subsequently, a revision surgery was performed due to implant loosening; intraoperative findings included a loose stem and femoral osteolytic lesions extending toward the femoral head, and all components were revised. On postoperative follow-up, radiographs showed the prosthesis in the expected position. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had a right hip resurfacing procedure. Subsequently, underwent a revision approximately 8 years post implantation due to loosening and during the procedure found femoral osteolytic lesions. All implants were revised. Diligence is completed and no further information on the reported event has been provided.